Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reporting suction loss during laser firing. The suction loss resulted in a partial flap creation with a small interface. The procedure was aborted. The patient will return at a later date to attempt creation of a deeper flap. Patient did not experience loss of best corrected visual acuity. The patient did not report that the symptoms were disabling or significantly interfering with their daily activities. Bcva from (B)(6) 2017; right eye pre-op 20/20 -1.00 x -.75 x 96; left eye pre-op 20/20 -.50 x -.50 x 110.